Event description:
Information was received that the cadd ms3 pump has plastic cap around the syringe area is cracked. Patient has two pumps. Dose or amount: 136 ng/kg/min, frequency: every 48 hours. Route: subcutaneous. Dates of use: (B)(6) 2017 to (B)(6) 2018. No adverse effects.